Manufacturer narrative:
Film evaluation summary: the type iiia junctional endoleak was confirmed; however, the exact cause of the limb detachment could not be determined from the returned films. The patient¿s pre-implant anatomy is unknown, the amount of component overlap at implant could not be determined, and earlier post-implant films were not available for comparison. It appears likely that stent graft component angulation, possibly caused by vessel morphology changes and an angulated neck, may have contributed to the limb detachment which occurred within the unsupported aaa sac. It is possible that inadequate device overlap at implant may have also been a factor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etew2020c82e, serial/lot #: (B)(4), ubd: 23-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 97mm abdominal aortic aneurysm. It was reported approximately four and a half years post the index procedure a follow up CT identified a type iiia endoleak between the stent grafts etbf2820c166e and etew2020c82e. A secondary procedure was carried out on and a 1624156 stent graft limb was used to bridge the type iii endoleak. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.